Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. He had a diabetic ketoacidosis. The customer took a cortisone shot. His blood glucose level was above 400 mg/dl. The infusion set cannula was bent. He received a no delivery alarm while troubleshooting. The product was not returned. Nothing further to report.